Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00459.

Event description:
It was reported the tips of two drivers broke off during cleaning and sterile processing. This did not occur during surgery so it did not have any surgical or patient impacts. This is report two of two for this event.

Manufacturer narrative:
The returned driver was evaluated. Both prongs on the tip have fractured off. The cause is possibly related to off-axis use that weakened the prongs and led to the fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event.